Event description:
It was reported that a half day infusor did not flow. This occurred during infusion. The reporter stated that the device was attached to the patient; the next day, the device was still full of solution. The reporter further stated that the device flowed prior to connection and after disconnection. The device was filled with 2000mg desferrioxamine in 40ml 0.9% sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured june 10, 2014 - june 12, 2014. Evaluation summary: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by filling the device with water. After fill, normal flow was observed from the device. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.